Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: investigation is based on event description and returned product. The event description does not match the state of the returned product. The findings of the returned product indicates, that the filter was released partly inside the sheath and a wire guide was used to re-catch the filter hook in order to pull the filter back into the sheath. The root cause of the incident cannot be explained. There is found no evidence to suggest that this device was not manufactured acccording to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: during an ivc filter placement procedure, the subclavian artery was accessed and noted to be tortuous. The physician was able to completely unsheath the filter but when pressed the deployment button the filter got caught on the deployment hook. The physician attempted with the filter out of the sheath and a few times with hook inside of sheath but it kept getting caught on the deployment hook. The sheath was placed back over the filter and removed from the patient. And another of the same device was used to complete the procedure with no harm to the patient. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.